Manufacturer narrative:
PMA/510(k) #: exempt . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed into the colon of a patient during an abscess drainage procedure. The device was in place for approximately five minutes before it was noted that the device was leaking around the base of the hub. The device was then removed and replaced with a like device. The procedure was completed successfully. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Investigation evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, as well as a visual inspection and dimensional verification of the returned device was conducted during the investigation. Cook inc. Received one locked catheter with the tubing separated in what appears to be a cut. Approximately 6cm of the tubing remained attached to the hub, with biological matter noted throughout the entire device. Excess suture string was tied around the catheter and the connector cap appeared angled on the hub. A leak test was conducted and confirmed the presence of a leak between the catheter tubing and connector cap. A tug and twist test revealed that the proximal assembly was secure. Upon removal of the connector cap, the suture string was found to be within acceptable specifications within the threads. The flare appeared slightly lopsided, but due to the compression of the flare within the cap and the potential for damage upon removal, it cannot be determined if the flare was manufactured to specifications. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest that the product was not made to specifications. A review of the device history record found three nonconformances within lot number 8534538, but none were related to this failure mode. The catheter shaft subassembly had two nonconformances that were also not related to the reported failure mode. No other relevant nonconformances were found. It should be noted that there were no other complaints associated with this lot number. Based on the information provided, the examination of the returned product and the results of our investigation, a definitive cause could not be established. Appropriate measures have been taken to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.